Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when applying the introducer sheath into the vein of the patient, and withdraw the dilator, the white material of the introducer, got broken apart with the push and had to be replaced by another introducer sheath. The issue reoccurred with two additional introducer sheath. On third introducer sheath, the issue did not occur. No patient complications have been reported as a result of this event.